Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
Japanese distributor reported an issue with a freestyle freedom blood glucose monitor. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.